Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6). A call to technical services on 04/19/2013 states that right ventricular (rv) lead exhibited loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).